Manufacturer narrative:
The field service representative thinks the instrument was running on an earlier bad calibration.

Event description:
The customer received questionable hemoglobin a1c gen.2 (hba1c) results on their c501 analyzer. The customer provided data for five patients with discrepant results that were reported outside the laboratory. A physician questioned one of the high results, leading the customer to discover the other four high results. Repeat testing was performed on the same c501 analyzer on (B)(6) 2011. The first patient's initial hba1c result was 19.8% accompanied by a data flag. The repeat result was 5.9%. The second patient's initial hba1c result was 16.5% accompanied by a data flag. The repeat result was 5.4%. The third patient's initial hba1c result was 26.8% accompanied by a data flag. The repeat result was 8.0% accompanied by a data flag. The fourth patient's initial hba1c result was 20.5% accompanied by a data flag. The repeat result was 6.5% accompanied by a data flag. The fifth patient's initial hba1c result was 23.4% accompanied by a data flag. The repeat result was 7.5% accompanied by a data flag. The customer believed the repeat results were correct. No patients were treated based on the erroneous results because the doctors questioned the results. There were no adverse events. The hba1c reagent lot number was 64461101 and the expiration date was 07/31/2012. The field service representative thinks the instrument was running on an earlier bad calibration. He performed diagnostic and operational tests with passing results. The instrument hardware is not contributing to the issue. He loaded a new hba1c reagent cassette and performed a new lot calibration. The hba1c was reporting normally. The customer calibrated and performed quality control with results meeting customer's specification.

Manufacturer narrative:
The calibration data provided from the time of the event showed values ten times higher than the previous calibration. It was determined the customer did not follow the recommendations provided for updating decimal placement for this assay. No adverse events occurred.